Event description:
It was reported the patient presented for leadless pacemaker implant. During surgery, the helix on the lp snagged on tissue and stretched. The procedure was completed with a different lp. The patient was discharged following the procedure.